Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a blank display. Customer's blood glucose was 147 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for blank display and batteries were removed and reinstalled but the display did not return after two battery changes. The customer indicated that he was expecting a new battery cap in the mail and then once received, would call back if display problem persists.